Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an alarm suddenly sounded, and the display showed "working" but the alarm continued to sound, and no response was seen when the button was pressed. After that, error 42224. The fault occurred while in use with the patient. There was known patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: one device was received for evaluation. No previous repairs were noted within the last 12 months. Functional and visual tests were performed. The reported issue was confirmed through the review of the event history log where error 42224 was identified. The root cause of the issue was a defective program. The error will be reset, and program reinstalled to fix the problem.